Event description:
It was reported that while the unit was being primed for a case, the membrane on the unit broke. It was further reported that water was released everywhere.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.